Event description:
A malfunction alarm was reported as cgm error 42 by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided the caller through the reset process, after which the error did not appear again, and the caller successfully began their sensor session.